Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The device was not returned for analysis. It was reported that the valve was recaptured due to inadequate positioning. Recapturing is a feature of the evolut pro+ system that mainly allows for additional attempts at accurately positioning the valve. Various potential factors can influence positioning difficulty / accurately delivery include patient pre-existing conditions such as calcification levels, compliance of native anatomy as well as procedural complications, tension applied on the dcs during positioning and a number of others, and the cause of the suboptimal placement could not be determined with the limited information available. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Hypotension is a known potential adverse effect per the IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. In addition, the IFU informs the user of the following occurring during deployment: shortly after annular contact, the blood pressure will be reduced until approximately the 2/3 deployment point, when the bioprosthesis valve leaflets are exposed and are functioning. It is unknown, however, if the patients comorbidities were unable to handle the low blood pressure as the patient reportedly expired. There are still photo clips received for review. There are no valve load checks for this event. The still image clip provided for this event confirms a valve was deployed to 80% trending in a good position. The executive summary confirms there is calcium present throughout the access and aorta, also showing a dilated cardiomyopathy. There are coronary bypasses seen on the report. The additional report provided confirms an sts score of 11.088% which is considered a high-risk patient category. Neither autopsy nor explant were performed. With the limited information available, a relationship between the device and the death could not be established. A procedure, or device-related, death is an inherent risk, and it can occur despite an ideal implant procedure or device functionality. There was no indication that a malfunction or failure to meet manufacturing specifications contributed to the reported event. Updated data: h6 - eval method code, eval results code, eval conclusion code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information was reported that during the attempted implant of this valve, the valve was partially deployed and recaptured prior to the decompensation of the patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information was reported that during the attempted implant of this valve, the valve was partially deployed to 80% and was recaptured due to inadequate positioning. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: evproplus-29us, serial/lot #: (B)(4), ubd: 08-sep-2020, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, under controlled pacing, the blood pressure decreased and was not able to recover. Subsequently, the patient expired. The cause of death was stunned myocardium due to low coronary reserve, prolonged pacing run and left ventricular outflow tract obstruction during attempted valve deployment. Per the physician, the device contributed to the death. An autopsy was not performed.